Manufacturer narrative:
Device lot/serial information could not be obtained. Therefore, no manufacturing evaluation could be performed. The device remains in the patient. Consequently, a direct product analysis was not possible. Cause of the reported event cannot be established based on evaluation of the returned delivery system and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported from a study: on (B)(6) 2021, the patient underwent a re-intervention on previously implanted viabahn device. Thrombolysis with urokinase and percutaneous transluminal angioplasty were performed, and an additional viabahn device was implanted for repair. On (B)(6) 2021, decreased thrill was observed, and the vascular access including the viabahn device was identified to be occluded with thrombus. On (B)(6) 2021, the patient underwent a re-intervention. Percutaneous transluminal angioplasty, surgical thrombectomy, and graft repair were performed. The patient recovered.